Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, when closing the gallbladder artery, the ligation clip did not close tightly. The issue resulted to in incomplete closure of vessels, increase of blood loss, and blurred operation field. The surgeon used a separating forceps to close the artery, sucked the blood under negative pressure, and used the titanium clip to stop bleeding. There was no patient injury.